Event description:
Dexcom was made aware on 01/10/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm. Date of event is an approximation. It was reported that the patient experienced a skin reaction which occurred an unspecified number of days after the sensor had been inserted in the arm. The patient experienced a wearable failure and removed the sensor. On an unspecified later date, the patient developed redness and swelling at the needle puncture site. The patient alleged he had a reaction to the sensor wire ingredients and inquired if the sensor wire was made from metal or plastic. The patient did not allege a broken or detached sensor wire remained in the skin. On (B)(6) 2024, the patient went to the emergency department (ed) due to swelling in his left arm. In the ed, the healthcare provider examined the skin and felt something at the insertion site and the patient was informed the area looked infected. An x-ray was performed which showed no evidence that a foreign object was retained under the skin. The patient was discharged home on the same day (unspecified time) with a prescription for unspecified oral antibiotic medication (one tablet for 28 days). The patient mentioned, it is pertinent that he has the sensor ingredient information in the event he has to undergo future surgery. Per follow up documentation on (B)(6) 2024, the patient confirmed he did not have a surgical consultation and he only had a follow up visit with his primary care physician one week after the emergency room visit (unspecified date) and was advised to continue to complete the 28 days course of antibiotic treatment. At the time of the follow-up report, although a second primary care visit was scheduled, it had not yet occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).